Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the system will not boot up. Review of system log file confirmed the reported malfunction. Upon troubleshooting, fse identified the ups would not stay on, and the ups controller crashed during power outage. The philips engineer replaced the defective ups controller and returned to philips for further analysis. The analysis confirmed the there was power supply defect and identified that the unit only works on battery power and not when it¿s connected to the a/c. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.